Event description:
It was reported that stent damage occurred. The 85% stenosed, 32mm in length target lesion was located in the moderately tortuous and calcified, 3.0mm in diameter right coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, the tip of the stent strut was lifted up due to scratch with the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 32 mm stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid to distal stent region were noted to be lifted and pulled in all directions. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32mm in length target lesion was located in the moderately tortuous and calcified, 3.0mm in diameter right coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, the tip of the stent strut was lifted up due to scratch with the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.